Manufacturer narrative:
In a follow up communication with the customer, it was conveyed that the ureteroscope used with the fiber was not an olympus scope. Customer conveyed that the scope is a wolf rigid ureteroscope (third party scope). The subject device was received for evaluation, however, device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during a calculi fragmentation procedure, the fiber broke in the ureteroscope. The fiber and the ureteroscope were replaced. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was returned in a sealed plastic package. The fiber was inside the opened original tyvek packaging. The packaging confirmed the lot number was kr112279. The failure mode of the fiber breakage was confirmed visually with the distal end of the fiber showing no exposed fiber and a sheared end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the malfunction cannot be specified. Olympus will continue to monitor field performance for this device.